Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
It was reported that the patient presented for a routine follow-up in clinic. Upon interrogation, it was noted that the implantable cardioverter defibrillator (ICD) was unable to be interrogated via bluetooth (ble). A ble reset was performed and the device was able to be interrogated. The patient was in stable condition.